Event description:
It was reported that the patient presented in clinic for device battery change out procedure. Upon interrogation prior to procedure, it was found that the atrial lead exhibited inappropriate automatic mode switch and pacing inhibition due to noise over-sensing. The atrial lead was capped and replaced on (B)(6) 2022. Patient condition was stable.